Manufacturer narrative:
The clinical evaluation based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the ¿the ¿joint is very lax, and doctors are talking about a spacer¿, cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the patient had a knee replacement with exactech in 2017. The joint is very lax, and doctors are talking about a spacer. The device will not be returned for analysis.